Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb. The service engineer was called to download the latest software revision, and perform tests. The unit passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that a ventilator lost communication between the graphic user interface (gui) and the breath delivery unit. There was no patient involvement.